Event description:
It was reported that patient was revised to a gamma nail due to broken recon nail.

Manufacturer narrative:
The reported issue was confirmed via pictures and x-rays. According to the customer the nail and the lot code were not available. The pictures and x-rays show that the nail broke in the lower proximal lag screw hole. Unfortunately the pictures show only an overview of the nail; details of the broken nail hole or from the breakage surfaces were not visible. The reason why the nail broke could not be determined; the root cause is unknown. The customer reported bone cancer. Cancer influences the bone structure and can weak it or lead to delayed or non-unions and finally to implant failures like breakages (see also the IFU). Most likely the nail broke due to a delayed or non-union caused by the cancer. Based on the given information no manufacturer issue could be detected. No discrepancies were detected during risk analysis review. No non-conformity identified; no previous or actual actions are in place. Device was not returned.

Event description:
It was reported that patient was revised to a gamma nail due to broken recon nail.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.